Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper cartridge fill process and had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer to follow the proper cartridge fill process and that humalog insulin is indicated for use with tandem supplies for 2 days. Customer would perform the fill tubing step and change pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.